Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for a common iliac arterial aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter (mob). The excluder contralateral leg was placed without problem and then, it was fully expanded by the mob. An angiography following ballooning showed dissection from the proximal edge of the contralateral leg to the aorta. At that time, the contralateral leg was confirmed to have moved distally for 5 mm from the intended position. To treat the dissection, an excluder iliac extender was additionally placed 5 mm proximal to the contralateral leg. Blood flow into the false lumen remained but no further treatment was given. The patient tolerated the procedure. The reporting physician commented as follows: the mob was possibly inflated too much.

Manufacturer narrative:
(B)(4). IFU: excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death.